Event description:
Customer reported he was hospitalized two months ago for high blood glucose. Customer's current blood glucose was 189 mg/dl. Customer stated he will call back to give further information on hospitalization. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.